Event description:
It was reported by service report that the fowler gas cylinder was leaking. The fowler was stuck at a 70 degree angle. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Fowler.